Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat vaginal vault prolapse, symptomatic cystocele, rectocele, recurrent stress urinary incontinence, and urethral hypermobility and mesh was implanted with long with the concurrent procedure of bilateral illiococcygeus hitch, vaginal vault suspension with anterior and posterior colporrhaphy using vaginal mesh system, and cystoscopy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.